Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823:; product ID: 9735764r: a medtronic representative went to the site to test the equipment. Hardware was discarded by a mdt rep and the system performed as intended with a new cable. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor was displaying "no video detected." It was set to high-definition multimedia interface (hdmi), rebooted, and there was no resolution. The manufacturing representative (rep) swapped monitors between working systems and the "broken" monitor worked on other system. They swapped the connection into the computers and both computers worked. Swapped cables and the issue followed the "broken" system cable. The probable cause was the hdmi cable. No patient present (B)(6) 2025 iud (rep): additional information was received. It was reported that the rep had received the new hdmi cable and tried plugging it directly from the back of the computer into the monitor, but still got the no video detected. The rep had another working navigation system present and confirmed functionality of the new hdmi cable with it. The rep used the hdmi cable to connect directly from the computer of the navigation system to the monitor of the known working navigation system, and the monitor still displayed "no video detected." This confirmed the issue to be the port on the computer. The rep was able to confirm this was a legacy computer.

Event description:
On 2025-jun-13 (B)(4): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor was displaying "no video detected." It was set to high-definition multimedia interface (hdmi), rebooted, and there was no resolution. The manufacturing representative (rep) swapped monitors between working systems and the "broken" monitor worked on other system. They swapped the connection into the computers and both computers worked. Swapped cables and the issue followed the "broken" system cable. The probable cause was the hdmi cable. No patient present. 2025-jun-17 iud (rep): additional information was received. It was reported that the rep had received the new hdmi cable and tried plugging it directly from the back of the computer into the monitor, but still got the no video detected. The rep had another working navigation system present and confirmed functionality of the new hdmi cable with it. The rep used the hdmi cable to connect directly from the computer of the navigation system to the monitor of the known working navigation system, and the monitor still displayed "no video detected." This confirmed the issue to be the port on the computer. The rep was able to confirm this was a legacy computer.

Manufacturer narrative:
The computer, lot number: 1651c00248, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1 the computer continued to be fully functional. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.